Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blodo glucose was 230 mg/dl. The customer stated that where you put the reservoir in it broke and there is a rubber band popping off. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.